Event description:
During baxter's eval of a spectrum pump, it displayed the door not fully latched message. It was reported that this spectrum pump had a door latch problem. It was also reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec with respect to the "door latch faulty". The door issue was confirmed through the event history log review by the presence of door jammed messages. Door not fully latched alarms were reproduced during eval caused by a loose upper link screw. The screws were replaced.